Event description:
We received a letter from a pt's attorney that his client underwent a revision surgery due to the cone fracturing 18 months post op.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.